Manufacturer narrative:
This is a reportable malfunction. No patient information is available at this time. Additional information has been requested. The investigation is not complete. This report will be updated when the investigation is complete.

Event description:
Allegedly the resection adjustment block completely seized when the surgeon tried to turn the knobs.